Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the unspecified below the knee artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and advanced to dilate the target lesion. Upon the first inflation at 6 atmospheres, the balloon ruptured. The balloon was completely removed from the patient. It was noted that there was no kink prior to use and no resistance during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.